Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since nearly six years have passed since the subject device was manufactured, the event likely occurred because of aging deterioration.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed, as the unit was unable to power up during evaluation. The image was intermittent with no monitor display due to faulty bi board and printed circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The service center was informed that during reprocessing, the lcd monitor did not power up. The unit had to powered cycled 3-4 times to turn on. There was no patient involvement reported.